Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmatory testing was performed comparing positive curves. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: 441916 - instrument max clinical. Request for help interpreting result ¿ curve. What assay, analyte, media, test device was affected? Enteric panel viral was this qc/survey or patient samples? Both patient + cqi (internal qc) what was the result of the bd test? Double positivity seen on rota and adeno / doubt regarding adeno curve what confirmatory testing was performed and what was the result? No, customer compares the curve when having positive result with low fluorescence

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmatory testing was performed comparing positive curves. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: 441916 - instrument max clinical. Request for help interpreting result ¿ curve. What assay, analyte, media, test device was affected? Enteric panel viral. Was this qc/survey or patient samples? Both patient + cqi (internal qc). What was the result of the bd test? Double positivity seen on rota and adeno / doubt regarding adeno curve. What confirmatory testing was performed and what was the result? No, customer compares the curve when having positive result with low fluorescence.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are receiving a suspected false positive result on the bd-evp assay for adenovirus. Field service was dispatched. Field service renormalized both readers. Normalization ratios verified and passed. Two instrument qualification runs were performed and passed. Instrument was returned fully functional to the customer. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 05aug2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Root cause cannot be determined with the information provided. Complaint is confirmed by service. Complaint history for ¿false positive¿ was reviewed for the month of april 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, line hw61.